Manufacturer narrative:
Our field service engineer inspected the device on site and confirmed the reported issue. During troubleshooting, it was determined that the expiratory channel printed circuit board (pcb) was the cause of the issue, therefore it was replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The expiratory channel pcb contains electronic components, including a microprocessor responsible for expiratory flow measurements, expiratory valve control, safety valve control, and all electronic connections to and from the expiratory cassette. It also includes holders and electrical connectors for the pressure transducer boards, as well as temperature monitoring. A faulty expiratory channel pcb may lead to stop of ventilation. The expiratory channel pcb was returned for further investigation. A visual inspection of the returned pcb revealed no abnormalities. The pcb was then installed in a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. Ventilation was subsequently performed for two days without generating any alarms or errors. Following this period, several additional pre-use checks were conducted, all of which passed successfully. The reported issue was confirmed during the on-site inspection, and a malfunctioning expiratory channel pcb was identified as a contributory factor to the reported event. However, following further investigation by the manufacturer, the reported issue could not be reproduced, and no device logs were available for further analysis. As a result, the definite cause of the reported issue could not be conclusively determined.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).